Event description:
Medtronic received information via literature regarding outcomes in patient with mitral regurgitation (mr) who underwent transcatheter aortic valve replacement (tavr). All data were retrospectively collected from a single center between january 2012 and october 2020. The study population included 1266 patients (predominantly female, mean age 82 years). Thirty-seven patients were implanted with medtronic corevalve, 127 with evolut r bioprosthetic valves and 164 with evolut pro bioprosthetic valves (unique device identifier numbers not provided). Among all patients, 30-day and 1-year deaths post-tavr were noted in the study, but no further information was provided as to the cause/nature of the deaths. Based on the available information medtronic product was not directly associated with the deaths. Among all patients, adverse events included: hospital re-admissions and worsening mitral regurgitation. Based on the available information medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: medranda g.; et al. Predictors and outcome impact of mitral regurgitation in transcatheter aortic valve replacement. Cardiovasc revasc med. 2021 nov;32:35-40. Doi: 10.1016/j.carrev.2020.12.032. Pmid: 33436346. Epub 2020 dec 30 earliest date of publication used for date of event. Medtronic products referenced: corevalve, evolut r, evolut pro (PMA# p130021, product code: npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the physician/author stated that medtronic products did not cause or contribute to the observed adverse events.